Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the pace/sense portion of this right ventricular (rv) channel. The patient implanted with this device system was brought into the clinic for further evaluation. Upon device interrogation, all lead measurements were observed to be within acceptable limits. The noise resulted in pacing inhibition of approximately two v-v intervals and any adverse patient symptoms were undetermined. Technical services discussed recommendations. No further information was available.